Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. The customer was unable to load an new cartridge as the cartridge alarm recurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.